Event description:
It was reported the patient had a catheter revision due to a catheter obstruction and the pump replaced on 2013-03-20. The type of medication being delivered via the device system at the time of the event was unknown. Additional information has been requested regarding any symptoms, cause of the event, interventions and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l59326, implanted: (B)(6) 2000, product type: catheter; product ID 8709, lot# l59326, implanted: (B)(6) 2000, product type: catheter. (B)(4).